Event description:
Loss of integration. It was reported that the implant at tooth #33, 43 were removed due to peri-implantitis. Pain was reported as result of the event.

Event description:
Loss of integration. It was reported that the implant at tooth #33, 43 were removed due to peri-implantitis. Pain was reported as result of the event.